Event description:
The customer reported the device failed to discharge during a patient event. The involved patient died.

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.